Manufacturer narrative:
The complaint description states that as the surgeon was tightening the final screw in the metaglene, 2 of the teeth on the end of the screwdriver sheared and broke off. The device associated to the complaint was not returned for analysis. No lot no. Was provided for the part, therefore a DHR review cannot be performed at this stage. Previous investigations identified a trend for the teeth breaking on this instrument. A health hazard evaluation meeting was conducted on july 2, 2013 and identified a potential harm; documented in dva-108162-hhe via eco 437762, completed on september 25, 2013. (B)(4) was initiated on july 19, 2013. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the investigation performed, the root cause could related to product design. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As the surgeon was tightening the final screw in the metaglene, 2 of the teeth on the end of the screwdriver sheared and broke off. Both pieces were found and removed. No delay or adverse event.